Manufacturer narrative:
D4: lot number is unknown g2: the country of the event is japan. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare professional via a manufacturer representative regarding a device used for primary oste oporosis for compression fracture and percutaneous vertebroplasty at l3 was the procedure performed during the event. It was reported that the balloon ruptured during the initial insertion of the vertebral body while inflating up to 3 cc. There were no patient symptoms reported. There were no further complications reported regarding the event.